Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate the complaint device was received and evaluated. Visual observation under magnification revealed no anomalies on the active tip. The electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated in saline successfully indicating that the device was fit for function at the time of use. The electrode was tested several times to ensure continuity of function. The IFU states, ¿at specific threshold power levels, a vapor pocket, characterized by an orange glow, is created around the active electrode. Arcs within the vapor pocket produce vaporization of tissue entering the vapor pocket.¿ there was no anomaly with the vapor pocket. The reported failure cannot be confirmed and we cannot determine what caused the user to experience reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during rotator cuff repair surgical procedure, it was observed that large amount of air kept being supplied from the active tip of the device and it obstructed the surgeon¿s visual field although it was confirmed there was no problem with suction. It was brand new and the first use when the issue occurred. There was no surgical delay or harm to the patient. The backup device was used to complete the case. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.